Event description:
Same case as MDR ID# 2134265-2013-01638. (B)(4). It was reported that post a percutaneous coronary intervention, the patient experienced chest pains. In (B)(4) 2010, the patient was diagnosed with unstable angina and cardiac catheterization was recommended. The 72% stenosed and 36mm long de-novo target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.00x12mm taxus liberte stent overlapping distally with a 2.75x28mm taxus liberte stent, resulting in 0% residual stenosis following post dilation. The following day the patient was discharged on aspirin and prasugrel. In (B)(6) 2013 the patient presented with cardiac chest pain and was hospitalized the same day. The etiology for this event was deemed as jailed diagonal coronary artery, it is unspecified how the jailed coronary artery was treated. Two days later the event was considered resolved without residual effects and patient was discharged.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).